Event description:
It was reported when using the bd pyxis medstation system, the auxiliary half- height main drawer 2.1 and 2.2 was not detected on bus, when users tried to retrieve the medication. The customer stated that there was a delay in obtaining the medications needed for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer was not detected on bus due to faulty boards. The field service engineer replaced the controller board, t board and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.